Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 6:05pm. According to the csr's documentation, within a minute prior to the start of the alleged issue, the patient reportedly was having cramps. At unspecified dates/times, the patient reportedly obtained blood glucose results of "598 and 517mg/dl" with the subject meter and "390 and 320mg/dl" with the freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated differences of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied receiving any form of medical intervention/treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.